Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient¿s paddle lead was damaged during the ipg replacement surgery on (B)(6) 2018 (reference MFR. Report: 1627487-2018-09307). The 2nd tail of the penta lead for contacts 9-16. The physician decided to implant a new octrode lead at t7 to cover new pain. Contacts 1-8 of the penta lead was plugged into the header, along with the new octrode lead. Post op programming on (B)(6) 2018, was unable to provide effective therapy. It was also reported the patient is experiencing uncomfortable stimulation.

Event description:
Additional information received identified the physician accidentally cut the penta lead during the ipg replacement procedure.